Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that thrombosis occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Was being performed. During the procedure, heparin was administrated after transeptal. The activated clotting time was 254 seconds. A thrombus was noted on the pigtail catheter. Another watchman sheath was opened to complete the procedure. Post procedure, the patient was placed on aspirin only due to bleed issues. The patient is fully recovered. The device is not expected to be returned for analysis.